Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient reported after he cancelled treatment for multiple drain complications and after removing the cassette he found that the cassette had leaked fluid into the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was able to complete his treatment using the cycler. Per pdrn the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment. Per pdrn the disposable lot number was unavailable and the sample was discarded and was no longer available for evaluation.